Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra angled pigtail catheter, a neuron select catheter 6f (6f select), a non-penumbra sheath and a non-penumbra guidewire. The physician used the internal jugular vein to gain access to the target location. During the procedure, the physician advanced an angled pigtail catheter and wire into the main pulmonary artery. Then the physician removed the angled pigtail catheter and attempted to advance the flash catheter into the right pulmonary artery; however, the flash catheter would not advance through the heart. The physician then placed a 6f select in the flash catheter over the guidewire. While advancing the flash catheter and the 6f select over the guidewire through the heart, the flash catheter jumped forward. Although no angiography was taken, it was reported that the chordae tendinae of the heart may have been ruptured by the flash catheter. At this point, the patient decompensated and became unresponsive. The code team was called and performed CPR on the patient but were unsuccessful and the patient expired.